Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage with evidence of blood were observed. A visual inspection determined that the silicone insulation was intact and not peeled. However, the heater wire was observed to be detached from the tip of the hot jaw but remained attached at the base. Char and tissue buildup were observed on the jaws. Based on the returned condition of the device and the investigation results, the reported failure mode "peeled jaw" was not confirmed but the analyzed failure mode "bent wire" was confirmed." Specific actions for the analyzed failure mode "bent wire" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 harvester noticed that the silicone coating had come apart from the jaws. The harvester removed the affected hemopro from the field and opened another kit to finish the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 harvester noticed that the silicone coating had come apart from the jaws. The harvester removed the affected hemopro from the field and opened another kit to finish the procedure. The hospital did not report any patient effects.